Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. Inventory samples were pressure tested and none leaked until they were rotated to the fourth position, past the housing stop. The root cause of this event is customer technique damaging the part and resulting in leakage. Terumo will monitor for future issues. The pack has been revised to include four-way rotatable stopcocks. The complaint will be included in associate awareness training. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the stopcock was leaking in the purge line. The product was changed out, there was 1 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.